Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. As received, the power supply unit would not power on the charger/modem. Upon evaluation, the power supply unit was defective and lacked output voltage. The cause of the inability to power on is the lack of output voltage. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.

Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The power supply unit of the patient's charger/modem was lacking an output voltage. The patient was issued a replacement charger.